Event description:
Event became reportable based on investigation approved in 2007. It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire unraveled. The shaft of starter guide wire unraveled but remained intact. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Product analysis revealed outer coil fractures and scaped polytetrafluoroethylene (ptfe) coating.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The guide wire presents fractures of the outer coil wraps and stretched coil wraps. The coil wire fractures present indications of failure due to corrosion attack possibly associated with the decontamination process. The ribbon wire presents indications of tensile overloading. The specimen presented scraped ptfe and biomaterial residue scattered throughout the length of the guide wire. The joints appear to be intact during visual and microscopic inspection as well as by non-destructive pull test. The overall length of the guide wire exceeds stretched coils. Except where noted, the guide wire appears to be visually and dimensionally correct. No other damage or inconsistencies are noted. The non-destructive nature of this investigation prevents accessing the distal aspect of the ribbon wire fracture to identify its location and character. The report of damage is confirmed; however, the timing of the damage cannot be determined. The extent of biomaterial deposits suggests the damage was incurred at some point during the clinical application. The multiple locations and extent of the stretch damage indicates several stretch episodes occurred following the initial ribbon wire fracture. The stretched regions and scrapped ptfe coating suggest the device was passed through at least one constraint condition at some point during the event. The lot number for this event is unk; therefore, we are unable to review the device history records relative to the manufacturing, inspecting and packaging. The root cause of this event is unk.